Event description:
It was reported that during follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. It was noted that the patient had been lost to follow-up. Device restoration was not performed due to the device's low battery status. It was explanted and replaced on (B)(6) 2015.